Event description:
New information received: patient was seen in clinic on (B)(6) 2018 and upon lead interrogation lead to device triggered the alert for high impedance issue. Programming changes was unable to be made due the lead being old. No further intervention is planned. Patient will continue to be followed remotely via merlin. Net transmission and will be seen in clinic in six months¿ time. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, high impedance issue was observed on the lead. Patient will be seen in clinic for further assessment and no intervention has been performed currently. Lead remains implanted. No further information available.

Event description:
New information received on (B)(6) 2019 indicating that the right ventricular lead continued to exhibit high impedance. No intervention was performed. The patient was asymptomatic and would be continued to be monitored.